Event description:
Boston scientific received information that approximately four months after the patient's last generator change-out, the left ventricular (lv) pacing impedance was greater than 2000 ohms. All pacing vectors were tested, the lead was non-functional, and the physician suspected the lead was fractured. Recently, it was decided to replace the lead and the patient underwent surgical intervention. The lead was evaluated with the generator and pacing system analyzer (psa) and found to have no capture in the bipolar, tip to can, and tip to rv pacing configurations. Fluoroscopy evaluation was performed and the physician was unable to identify a fracture. The lead was surgically abandoned and replaced, and the generator remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.